Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 3000 ohms on the right atrial (ra) channel. Oversensing of noise was also observed on a previous atrial tachy response episode as well. During follow-up, no noise was able to be reproduced through provocative maneuvers, however manipulation of the ICD in the pocket produced multiple high pacing impedance measurements. Fluoroscopy did not reveal any abnormalities with the implanted system. All other ra parameters were stable and no changes were made. The ra lead is a non-boston scientific product. The ICD remains in service and there were no additional adverse patient effects reported.